Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. To resolve the reported issue, the representative reported that they replaced the imaging system computer, the viewing station of the imaging system computer and the pendant for the imaging system on (B)(6) 2017. The imaging system then passed the system checkout and was found to be fully functional. The suspect pendant was returned to the manufacturer for analysis and received on 31 january 2017. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The suspect viewing station of the imaging system computer has been received by the manufacturer for analysis on 3 february 2017. Currently no conclusions or results are available at this time. The suspect imaging system computer has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, when starting up the imaging system the pendant displayed "system booting please wait." No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Analysis on the suspect computer for the imaging system was completed. Testing found that a corrupt database was present on the computer when installed into a known operational imaging system.